Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A report concerning a 1104bt from the same facility. The distributor reported that the probe was inserted less than 24 hours when a problem occurred. The intracranial pressure (icp) was between 15 and 20. The monitor was plugged in and suddenly the battery signal started alarming. The cable and monitor were changed and a new catheter was implanted. (It is unk at this point which monitor was being used when the catheter was changed. Additional info has been requested in addition, this monitor was reported to be over due for service and calibration.